Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. The rse reset 1 access point (ap) which cleared the yellow banner. The rse tried to remote in via remote application software, but was unable to do so, the hospital it has blocked ports needed to use these tools to diagnose the philips supplied clinical network (pscn) or pc issues. It was agreed with the customer the case could be closed by the end of the business day in case there was no callback. There was no callback from the customer and there was no follow up record created for the issue. It is concluded the network issue is resolved by the customer themselves. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a loss of connection of centralized wireless monitoring at all host and all zones. The device was not in use on a patient at the time of the event, there was no patient involvement.